Event description:
It was reported that the patient was hospitalized after receiving inappropriate shocks. High capture threshold was observed. No anomaly seen on x-ray. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.